Event description:
Patient's lateral femur at the metaphysis fractured after impacting femoral component in place in the usual fashion. Surgical time was extended by one (1) hour. Sales rep indicates that poor bone quality was a factor.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. No evidence was found that would suggest product error was a contributing factor. Based on the investigation the need for corrective action was not indicated. Depuy considers this investigation closed. Should the product or add'l information that changes this conclusion be received, the investigation will be reopened.